Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
An ep procedure using farapulse was completed on (B)(6) 2025. The physician completed pulmonary veins isolation (pvi) ablation, posterior wall, and anterior wall ablation. The patent presented in the emergency room (ER) a few days later, the patient reported severe chest discomfort and was unable to lie down. No ECG changes were reported, but noted the presence of severe pericarditis and advanced persistent atrial fibrillation. The patient has fully recovered. There was no device issues reported. The device is not expected to be returned for laboratory analysis, as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to impact and device codes. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced early recurrence a few days later, a severe pericarditis and advanced persistent atrial fibrillation. After a completed procedure where a farawave catheter was selected for use, the patient experienced an early recurrence a few days later. The patient reported severe chest discomfort and was unable to lie down. The physician noted the presence of severe pericarditis and advanced persistent atrial fibrillation. The patient was treated with colchicine but has fully recovered and was already discharged from the hospital. There was no device issues reported. The device is not expected to be returned for laboratory analysis, as it was disposed.